Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence & pelvic organ prolapse and mesh was implanted into the patient. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginitis, urinary frequency, urinary urgency, and hematuria. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy and anterior colporrhaphy. (B)(4).

Manufacturer narrative:
(B)(6). It was reported that following insertion the patient experienced nocturia, urinary incontinence, insensible loss, voiding difficulties, post-void dribbling, and urinary retention.

Event description:
It was reported that following insertion the patient experienced nocturia, urinary incontinence, insensible loss, voiding difficulties, post-void dribbling, and urinary retention.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation on (B)(6) 2010 concurrently with hysterectomy due to chronic pelvic pain, dysplasia of cervix, stress urinary incontinence, and 3rd degree cystocele. It was reported the patient underwent surgery on (B)(6) 2010 due to mesh revision/removal with repair of vaginal wall.